Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead seems to have perforated a few years ago. The physician reported the patient had come to him a few years ago and then he found that the lead had perforated and pacing in the rv could cause diaphragmatic stimulation. The previous device was programmed at minimum output to prevent diaphragmatic stimulation. There is no pacing in the rv, only the left ventricular lead is being used for pacing. There were no sensing issues with the rv lead, no reports of asystole. The patient is not dependent, and has a working lv lead. There are no further actions planned. There were no other patient symptoms reported. Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was programmed to minimum output due to a perforation. During a device check prior to explant for normal battery depletion, the patient's physician reported the patient had presented approximately two years earlier with diaphragmatic stimulation that was associated with rv pacing. The physician diagnosed a perforation at that time and reprogrammed the device for left ventricular pacing only, as the patient was not rv-pacing dependent. The replacement device's bi-ventricular trigger was programmed on to fuse the lv paced beat with the intrinsic rv beat. No other adverse patient symptoms were reported, and no additional response is planned.

Manufacturer narrative:
The leads remain in service and all measurements are normal. At this time there is no additional information available. If additional information becomes available, the event will be updated.